Manufacturer narrative:
Expiration date: ni additional information was received that no further information could be obtained.

Event description:
A report was received that the patient developed pneumonia which was moderate in severity. The patient was treated with antibiotics and the event resolved. The event was assessed as not device related.

Event description:
A report was received that the patient developed pneumonia which was moderate in severity. The patient was treated with antibiotics and the event resolved. The event was assessed as not device related.